Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became detached. The target lesion was located in the circumflex artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, it was noted that the burr broke from the driveshaft. The burr was removed by pulling out together with the wire. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil and burr were microscopically and visually examined. The coils are stretched and kinked/damaged by the handshake connection. The burr is intact with no damage. Inspection of the device presented no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the burr became detached. The target lesion was located in the circumflex artery. A 1.50mm rotalink¿ burr was selected for use. During the procedure, it was noted that the burr broke from the driveshaft. The burr was removed by pulling out together with the wire. No patient complications were reported and patient's status was fine.